Event description:
It was reported that the large volume pump module allegedly reverted back to a previously programmed dose after a dose adjustment was made. The customer provided the following narrative regarding the event: "when an rn was rounding, she noticed that her heparin gtt was not running at the correct rate. It had defaulted back to a previous rate of 1,280 units/hr. She asked another rn to come back into the room and rate/dose verify again. Per mar documentation, the heparin rate was changed from 1280 units/hr to 1530 units/hr on (B)(6)2024 at 2331." There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.